Manufacturer narrative:
(B)(4). Exemption number, e2014005.

Event description:
The event was reported by a customer from (B)(6): "customer stated for pump sn# (B)(4): we received a complaint that this pump would not charge. We tested it when it was returned and could not get it to charge with the cord or by placing it in a cradle. No patient was harmed with this pump. Pump sn: (B)(4): complaint received from clinical support of (B)(6) stating; direct answer, no call back. Pump provider is (B)(6) pharmacy in (B)(6). Nurse called in to state that the pump would not keep charge. Nurse attempted to plug in the pump in multiple outlets throughout the house, and she took out and put back in the cord ensuring the arrows lined up. The nurse stated that the cord did not look damaged in any way. Client has missed a dose of medication. Writer suggested that the nurse may call the pump provider to exchange or get a new charging cord. In the interim, if the client is due to miss another dose, he could go to the hospital for the dose. No further issues. Nurse stated that she would be calling the pharmacy. This pump belong to (B)(6). Was there a prime performed:no. Delay in therapy:yes. Need for medical intervention:no. Human harm: no."

Manufacturer narrative:
(B)(4). Exemption number, e2014005.

Event description:
The event was reported by a customer from (B)(6): "customer stated for pump sn#(B)(4): we received a complaint that this pump would not charge. We tested it when it was returned and could not get it to charge with the cord or by placing it in a cradle. No patient was harmed with this pump. Pump sn: (B)(4): complaint received from clinical support of (B)(6) stating; direct answer, no call back. Pump provider is (B)(6). Nurse called in to state that the pump would not keep charge. Nurse attempted to plug in the pump in multiple outlets throughout the house, and she took out and put back in the cord ensuring the arrows lined up. The nurse stated that the cord did not look damaged in any way. Client has missed a dose of medication. Writer suggested that the nurse may call the pump provider to exchange or get a new charging cord. In the interim, if the client is due to miss another dose, he could go to the hospital for the dose. No further issues. Nurse stated that she would be calling the pharmacy. This pump belong to (B)(6). Was there a prime performed:no. Delay in therapy:yes. Need for medical intervention:no. Human harm: no".